Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube (close to perforating her organs)') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 664662) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure inserted in (B)(6) 2012 with expiration date in (B)(6) 2012". The patient's medical history included multi gravida, parity 3 and varicose veins. Previously administered products included for an unreported indication: oral contraceptive. In october 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pelvic pain"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), nervousness ("nervousness"), stress ("stress") and device expulsion ("pelvis x-ray shows linear metallic material in pelvis in uterus topography"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, nervousness and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2,37 5 mcg / l (reference value: 0.6 to 7.5 mcg / l). Pregnancy test - on (B)(6) 2012: negative. X-ray of pelvis and hip - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography and fragmented/ essure found in wrong position in fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Event 'expired device used' was extracted. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube (close to perforating her organs)') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 664662) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and varicose veins. Previously administered products included for an unreported indication: oral contraceptive. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), nervousness ("nervousness"), stress ("stress") and device expulsion ("pelvis x-ray shows linear metallic material in pelvis in uterus topography"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, nervousness and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2,37 5 mcg / l (reference value: 0.6 to 7.5 mcg / l). Pregnancy test - on (B)(6) 2012: negative. X-ray of pelvis and hip - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography and fragmented/ essure found in wrong position in fallopian tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.